Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter remains implanted; however, the delivery system is in transit for evaluation at the investigation site. The event investigation is currently underway.

Event description:
It was reported that upon filter deployment a filter leg got caught on the delivery system and the filter tilted between 75 to 90 degrees, resulting in the filter apex against the cava wall. In addition, two of the filter legs appeared to be perforating the vena cava. There was no extravasation identified. The physician decided to leave the filter in place and did not attempt retrieval. There was no report of injury. The patient was reported to be asymptomatic.